Manufacturer narrative:
There is no evidence to suggest that the na+ or k+ sensor on the measurement cartridge in question is not functioning correctly. The measurement cartridge was not provided to siemens for investigation. Of the suspected 18 discordant electrolyte values (16 na+ and 2 k+ across 15 specimens), only half met the criteria established in dqsp-00110 (7 na+ and 2 k+ across 8 specimens). Of these 8 specimens, 3 exhibited evidence of pre-analytical contamination possibly due to presence of salt around the valve being introduced to the sample from the sample port/luer area ahead of the sample. This pre-analytical contamination could account for elevated na+ and k+ results. There is no indication that the na or k sensors were not functioning properly. There was evidence that a few specimens were affected by pre-analytical contamination.

Manufacturer narrative:
The customer reported that the field service engineer went on site to check the performance of the instrument by doing a diagnostics check and did not find anything. Siemens is in process of evaluating the event the root cause of the event is unknown.

Event description:
Customer reported that on (B)(6) 2016 there were discrepant results for sodium and total hemoglobin. The customer is comparing results between the blood gas analyzer which uses whole blood and another analyzer which uses serum. There is no known report of serious injury.